Manufacturer narrative:
Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(6), ubd: 08-mar-2025, UDI#: (B)(6) ; product ID: 97 7a275, serial/lot #: (B)(6), ubd: 11-oct-2027, UDI#: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there was numbness. Patient had cervical scs implanted on saturday 6/22. She stayed overnight. The scs was not activated the evening of the implant as it started and ended late. That evening the patient started experiencing numbness in the right leg. She was kept for observation. MRI and CT were done to rule out compression of spinal cord. Patient was kept for observation. Numbness did not resolve. Scs system was removed today. It is unknown if the issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Event description:
Additional information was received. It was reported that the rep reiterated the sudden numbness after device placement and also noted difficulty with ambulation. The issue was resolved without sequela.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product ID: 977a275, serial#: (B)(6) was returned for product analysis. Analysis found the lead was returned segmented. However, electrical testing of the returned segment(s) determined, that continuity was complete. And there were no electrical shorts between the circuits. Product ID: 977a275, serial#: (B)(6) was returned for product analysis. Analysis found the lead was returned segmented. However, electrical testing of the returned segment(s) determined, that continuity was complete. And there were no electrical shorts between the circuits. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.